Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: proximal body; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient's right hip was revised due to infection.

Manufacturer narrative:
An event regarding infection involving an implant stem was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned. A review of the provided x-rays by a clinical consultant noted the following; a review of the provided x-rays by a clinical physician noted the following; procedure-related factors: infection is primarily a procedure-related complication, generic to every arthroplasty. Patient-related factors no info device-related factors: none, consistent with type of failure diagnosis: infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit information in this case. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. A review of the provided x-rays by a clinical consultant noted infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit information in this case. The exact cause of the event could not be determined because further information such primary operative report as well as patient history, pathology reports and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information were received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopen.

Event description:
Patient's right hip was revised due to infection.